Event description:
It was reported to philips that the allura system would not turn on. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the pdm (power distribution module) assembly. The device was returned to use in good working order.

Manufacturer narrative:
The philips field service engineer (fse) inspected the system on site and identified an issue with the system's power distribution unit (pdu), which was replaced and returned to philips for further analysis. The part analysis confirmed an electronic fault of the pdu and identified burns on part. Following the replacement of the pdu and configuring new sd card, the system was returned to use in good working order. The codes were updated based on the investigation outcome.